Event description:
It was reported that telemetry could not be established with the implantable cardioverter defibrillator (ICD). A recent remote transmission report was reviewed indicating a battery voltage below that of elective replacement indicator (eri) voltage. Possible early battery depletion was suspected. The transmission also revealed a warning for high impedance on the high voltage portion of the right ventricular (rv) lead. The ICD was explanted and replaced while the rv lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert on 13-jan-2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2013. (B)(4).